Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open in distal section. The patient was undergoing surgery for treatment of a saccular, unruptured, left internal carotid artery, ophthalmic segment aneurysm. It had a max diameter of 3.5 mm and a 3.2 mm neck diameter. The landing zone was 3.8 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was normal. It was reported that the operator planned to use a pipeline dense mesh stent to treat an unruptured aneurysm at the ophthalmic segment. The stent was deployed starting at the straight segment of the middle cerebral artery. After approximately 10 mm of deployment, the distal end still failed to open. Attempts were made to push the delivery wire, recapture the stent, and withdraw it to a segment of the internal carotid artery with a larger vessel diameter; however, the distal end still did not open. Fluoroscopy showed that the distal end had already flared. The operator considered the stent to be damaged, replaced it with another stent, and then completed the procedure. The distal tip end of the dense mesh stent could not be opened. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a rist (6f 105 cm) sheath and a phenom 27 (fg15150-0615-1s) microcatheter.